Event description:
Stapler was fired initially. The staples were released, but did not cut. A refill functioned correctly. With a second refill the staples fired, but did not cut the tissue. A new stapling device functioned correctly.